Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth locations 37 and 46 were removed due to peri-implantitis. Additional appointment required: no.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A complaint history review by item number was conducted for the (tsvmb10 and tsv4b8) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The returned implant was identified as item tsv4b8. After follow up the customer confirmed correct references (B)(4).

Event description:
No further event information is available at the time of this report.